Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized (B)(6) 2014 at 4 pm for a low blood glucose level of 19 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was wearing the insulin pump during the 911 call. No further information was provided.